Event description:
On (B)(6) 2012 customer reported that the cx5 delta instrument generated false low sodium (na) k, chloride (cl), carbon dioxide (co2) and/or calcium (calc) results for 2 patient samples. Results were not reported out of the lab. When the issue was noticed, the samples were repeated with higher results, and these results were reported. Customer stated that quality control (qc) prior to and after the event was within lab-established ranges. Field service engineer (fse) inspected the instrument and found that the co2 membrane was not installed properly and was possibly leaking alkaline buffer. Fse noted that this could interfere with flowcell operation and affect all the electrolytes. Fse replaced the co2 membrane and verified instrument performance. This resolved the issue and no further problems were reported.